Event description:
The customer stated that he was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 200 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. When the infusion set was removed from the customer's body the cannula was found to be bent. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.